Manufacturer narrative:
(B)(4). Device is available for evaluation.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. An exterior physical visual inspection was reviewed and passed. A voltage measurement was performed and failed at 0 vdc. A share log review was performed. A pairing failure was found in the log within the investigation window. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.